Event description:
The pt's home care nurse contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately. The medical affairs specialist spoke with the pt 3 days later. On sunday, approximately 2 weeks ago, the pt obtained results on the reported meter, which they interpreted to be in mg/dl; however, the results were in mmol/l units of measurement. They obtained results of 9.6 mmol/l (converts to 172.8 mg/dl) in the morning and 5.9 mmol/l (converts to 106 mg/dl) before bedtime. They did not have symptoms of high or low blood glucose level at the time. They ate sugar following the result of 5.9. They tested about 30 minutes later and obtained a result of 8.4 mmol/l (converts to 151 mg/dl). They had not taken extra insulin on sunday per their sliding scale becouse they believed that their that their results had been normal or low. Monday morning, the renal dialysis transporter came and found pt unresponsive. Emt was called. The ptdid not know what result was obtained on the emt meter. Emt started an IV and took them to the ER. They did not know what results were obtained in the ER. They were admitted to the hospital for 2 days. They were told that they had suffered a seizure. The pt had not taken extra insulin prior to the seizure and had obtained results close to normal range on the meter prior to the seizure. Blood glucose tests conducted by emt and in the ER following the seizure were not known. The pt has other medical conditions that could contribute to a seizure. Therefore, there is insufficient information to indicate that the pt suffered a seizure due to their blood glucose level. There is no indication that the meter contributed to the pt's injury and medical intervention. The customer care representative (ccr) discovered that the meter was set to mmol/l instead of mg/dl. The pt stated that neither they nor the nurse had changed the meter settings. They didn't know when the decimal point first appeared in the meter results, but it had previously been set in the correct unit of measurement (mg/dl). The meter might have spontaneously changed from the "mg/dl" to the "mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a potential malfunction. The meter, test strips, and control solution were replaced.